Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right atrial (ra) lead pacing impedance high out of range. A big decrease in the battery was noted from 8 to 5.5 years, due to the increase output. Technical services (ts) was consulted and recommended lead replacement. The lead was explanted and replaced due to a detected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5.describe event or problem.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right atrial (ra) lead pacing impedance high out of range. A big decrease in the battery was noted from 8 to 5.5 years, due to the increase output. Technical services (ts) was consulted and recommended lead replacement. The lead was surgically abandoned. No additional adverse patient effects were reported.